Manufacturer narrative:
Date of event: date approximate.

Event description:
It was reported that the patients spinous process crushed around the indirect decompression spacer, moving the spacer out of position, and embedding into the bone of the spinous process. The patients pre-existing pain returned. The device remains implanted. No further information has been obtained despite multiple good faith efforts.

Event description:
It was reported that the patients spinous process crushed around the indirect decompression spacer, moving the spacer out of position, and embedding into the bone of the spinous process. The patients pre-existing pain returned. The device remains implanted. No further information has been obtained despite multiple good faith efforts.